Event description:
It was reported that six months post generator change the patient experienced erosion. The implantable pulse generator (ipg) was explanted and replaced with a leadless pacemaker (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).